Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 35mm watchman flx closure device and delivery system (wds) was advanced and deployed at the laa. After two deployments where the closure device "rolled out" of the laa, the pigtail was reintroduced, and the physician attempted the deployment in the posterior lobe. The 35mm wds was deployed and landed proximal with an "ice cream cone" shaped appearance however appeared to cover most of the laa aside from an uncovered lobe observed in one of the views. The distal end of the closure device also appeared to be very compressed. The compression and uncovered lobe were discussed, however multiple successful tug tests were performed, and the physician proceeded with release of the closure device from the core wire. Upon release, the closure device embolized and settled on the mitral valve. The physician attempted to snare the closure device with different non-boston scientific (bsc) devices. The physician was able to successfully free the closure device from the mitral valve using non-bsc alligator-style forceps. The closure device was at the septum however when attempting to collapse the closure device into the was double curve, the sheath would accordion. The was double curve was exchanged for a was single curve by keeping the closure device secured with the non-bsc forceps. The handle of the sheath was cut off and the sheath was removed by bringing the other sheath over the wire. A 16f non-bsc sheath was at the groin for hemostasis. The was single curve was in place and attempt was made to collapse the closure device into the was single curve, however again, the sheath would accordion. The compromised end was cut off and the physician was able to successfully pull the closure device into the sheath and out of the patient's body. A 31mm watchman flx closure device was successfully implanted. The patient remained stable throughout. --- broccoli shaped left atrial appendage. Maximum ostial measurement of 22.1mm at the 135-degree view and 13.6mm at the 45-degree view.

Manufacturer narrative:
Evaluation method codes added. Evaluation result code added. Evaluation conclusion code updated from 'cmc - no problem detected' to 'failure to follow instructions.' The device was not returned for analysis as it was discarded at the site; however, procedural media was provided to aid in the investigation and reviewed by a member of the boston scientific global medical safety organization. Three (3) procedural transesophageal echocardiogram (tee) images and ten (10) tee video clips were provided for review. Measurements of the left atrial appendage (laa) were not visible on screen. The closure device was released in a very proximal position. In some views, the alleged "ice cream cone" shape of the closure device was observed, suggesting distal compression. The closure device was overall oversized, in a proximal position, not filling the distal laa volume and was distally over-compressed. These factors indicate that position, anchor, size, and seal (pass) criteria were not met and likely contributed to the closure device embolization. The remaining video clips showed the embolized closure device in the mitral valve and later attempts of removing the embolized closure device through the septum.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 35mm watchman flx closure device and delivery system (wds) was advanced and deployed at the laa. After two deployments where the closure device "rolled out" of the laa, the pigtail was reintroduced, and the physician attempted the deployment in the posterior lobe. The 35mm wds was deployed and landed proximal with an "ice cream cone" shaped appearance however appeared to cover most of the laa aside from an uncovered lobe observed in one of the views. The distal end of the closure device also appeared to be very compressed. The compression and uncovered lobe were discussed, however multiple successful tug tests were performed, and the physician proceeded with release of the closure device from the core wire. Upon release, the closure device embolized and settled on the mitral valve. The physician attempted to snare the closure device with different non-boston scientific (bsc) devices. The physician was able to successfully free the closure device from the mitral valve using non-bsc alligator-style forceps. The closure device was at the septum however when attempting to collapse the closure device into the was double curve, the sheath would accordion. The was double curve was exchanged for a was single curve by keeping the closure device secured with the non-bsc forceps. The handle of the sheath was cut off and the sheath was removed by bringing the other sheath over the wire. A 16f non-bsc sheath was at the groin for hemostasis. The was single curve was in place and attempt was made to collapse the closure device into the was single curve, however again, the sheath would accordion. The compromised end was cut off and the physician was able to successfully pull the closure device into the sheath and out of the patient's body. A 31mm watchman flx closure device was successfully implanted. The patient remained stable throughout. Broccoli shaped left atrial appendage. Maximum ostial measurement of 22.1mm at the 135-degree view and 13.6mm at the 45-degree view.